Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that upon attempting an interrogation this pacemaker displayed a message than indicated the remaining voltage was insufficient for the designed remaining capacity and no additional programming could be performed. The records of the previous interrogation were reviewed and it was noticed the right atrial (ra) lead had exhibited a pacing impedance measurement of more than 3000ohms. The patient was scheduled for a pacemaker replacement. Additional information confirmed the pacemaker was replaced. The cause of the out of range pacing impedance was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon attempting an interrogation this pacemaker displayed a message than indicated the remaining voltage was insufficient for the designed remaining capacity and no additional programming could be performed. The records of the previous interrogation were reviewed and it was noticed the right atrial (ra) lead had exhibited a pacing impedance measurement of more than 3000ohms. The patient was scheduled for a pacemaker replacement. Additional information confirmed the pacemaker was replaced and would be returned for analysis. The cause of the out of range pacing impedance was not determined. No additional adverse patient effects were reported.